Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0fvp5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. The patient was not recently implant or had revision surgery. The antenna was being used. The antenna was confirmed to be secure, it was synced with the implantable neurostimulator (ins), and this did not resolve the reported issue. The patient tried changing the batteries. The stim sensation stopped on (B)(6) 2015 and she had not used the bathroom yet today, indicating retention. This was considered a sudden change in therapy/symptoms. During the call, the patient was getting a headache. It was further reported on (B)(6) 2015 that the new remote was not working. However, over the call the patient was able to connect normally both with and without the antenna. There was a poor communication screen when trying to increase. The patient was not holding the antenna over the ins site. Onec the patient understood, the patient was able to connect and change parameters normally. The new patient programmer resolved the reported issue. The patient would like to increase stim because she does not feel stim and had not been going to the bathroom. During the call, the patient increased from 1.5 volts to 2.0 volts and felt stim but felt it was too strong. It was decrease to 1.7 volts. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.